Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. After radiation was triggered on the system, the user of the facility was requested to have the system calibrated with the parameters of the detector (pre-check according to IFU), which is a prerequisite for further operation of the facility. Without calibration, the user has an x-ray image at his disposal which is marked with the words "not calibrated". The reason for this in the present case was that the plant-specific calibration parameters of the flat-panel detector were overwritten, which is why the system consequently informed the user when operating without prior calibration of the detector. Furthermore, the investigation showed that the system behavior described in the complaint can only occur in the extremely rare case of the following circumstances occurring together. 1) a new or patched software must be installed. - this occurred exactly in the given case. 2) the originally stored and above described system-specific calibration parameters of the flat-panel detector must be corrupt or missing completely. - in this case, only a real error on the hard disk is conceivable or an individual working error during the service of the system. The image visualization system (ivs) has already been replaced once on site. If it is forgotten to save the system-specific calibration parameters of the flat-panel detector to a specific hard disk, the above-mentioned condition would be fulfilled. The system was recalibrated on site. 3) the software detects the situation described under point 2) and therefore uses so-called default parameters, which means the loss of the already optimized parameters on the main memory disk of the real time computer (rtc). - in this case it is always necessary to calibrate the system, which the system actively requests. 4) the customer/operator does not carry out the pre-check required in the IFU after the update and goes directly to patient operation. - from the complaint description and the log files exactly, this happened in the given case. If the pre-check had been carried out and the calibration had been performed, the system behavior described above would not have occurred during patient operation. When radiation is triggered, the software immediately recognizes that the system-specific calibration parameters of the flat-panel detector are missing or that the standard parameters have been used, and the system prompts the user to calibrate. After appropriate calibration by the system technician, the system ran perfectly again. No serious injury, death, or unexpected prolonged hospitalization of the patient or other person has occurred or could be expected by applying a risk assessment with the result of probability in the region of inconceivable.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an emergency procedure, the user reported that no fluoro image was displayed. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.